Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017. Blood glucose reading was over 1000 mg/dl .the customer was wearing the pump at the time of hospitalization. When the customer was reconnected to the pump at the hospital, blood glucose reading increased once more. The customer was unable to perform troubleshooting at the time of the call. The customer will call back to perform troubleshooting. The pump will not be returned for analysis for now.